Manufacturer narrative:
Liebel - flarsheim manufacturer report: the problem described by the user is an issue that was identified, investigated and resolved with a software upgrade offered in 1999 i.e. V6.04 subsequently, this version was revved to v7.0. The injector did not have this upgrade, therefore, the fse was directed by lf technical service to upgrade this injector with the current software to address this complaint issue. Injector returned to full service by the customer.

Event description:
Lf technical service reports via fax: a "siemens" version illumena injected on its own without initiating the injection from the hand switch. The customer indicated that the "sync" feature on their siemens version illumena was set to "off" on the configure system screen. This action should prevent the siemens unit from remotely starting an enabled injection; forcing a valid start command to come from the injectors hand switch only. Addendum 08/15/06: customer verifies that the "sync" function is disabled, but the injector still injects when physician steps on cine pedal.